Event description:
Medtronic received information that prior to use of a hms plus instrument, it was reported that the system was failing multiple quality controls in a row before passing. The instrument was used. There was no patient impact associated with this event.

Manufacturer narrative:
Device evaluation summary: the reported instrument was failing multiple quality controls in a row before passing was not verified during service. The service technician stated that the instrument is working properly. Preventative maintenance was performed per specifications. The instrument was serviced/analyzed in the facility by a field service technician. The instrument did not return to a medtronic facility for service/analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.